Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 330mg/dl, 119mg/dl, 86mg/dl, 72mg/dl, 77mg/dl and 77mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.